Manufacturer narrative:
Although requested, the affected product has not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was an underinfusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of an underperfusion was not confirmed. Testing and inspection of the returned pcu and pump modules found no malfunctions and to be infusing within specification. The root cause of the reported underperfusion was not identified.

Event description:
The reported feedback suggests that there was an underperfusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.